Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the right atrial (ra) lead exhibited high capture threshold. Additionally, the set screw of the pacemaker was not able to be tightened. The physician believes that it was caused by silicon piece that got into the set screw. The pacemaker was not used and replaced on (B)(6) 2024, while the status of the ra lead was not reported. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that the right atrial (ra) lead remained implanted.